Manufacturer narrative:
Should any additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, we exposed the device to simulated heart load conditions, and then tested the packing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed. Analysis concluded this device met specification. I

Event description:
Boston scientific received information that this device was part of a system explant due to infective endocarditis. There were no further patient symptoms reported. The device was removed, replaced and returned for analysis. Should additional information become available, this event will be updated.

Event description:
- -